Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon could not be reproduced during inspection. The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon was attributed to any of the following factors. *external factors such as devices connected, user facility environment, or connection *temporary malfunction of the subject device.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing an endoscopic image was not displayed on the device (olympus loaner). Other detailed information was not provided. There was no report of patient injury associated with the event.